Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 19-jun-2025, UDI#: (B)(4). H3. Analysis of the communicator found micro usb charge port is loose and rattling, device is not power on after 1.5 hours, and tm90 recharging circuitry is damaged l3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for spinal pain. It was reported that the communicator was not charging again and had this problem a few months ago and now did not work or take a charge again. The patient rep stated tried different cables and different outlets and still did not charge. Agent advised to reset and still would not start the charge nor reset and or show any lights except for the orange once plugged in however never changed to green and was plugged in overnight for hours and hours. The patient rep stated the patient was trying to get a bolus and cannot.